Event description:
During a retrospective study of a multi-center pt record review for pt's previously implanted in europe, it was indicated that the pt's drop attacks were noted as increasing at the 1-year follow-up visit. It was also noted that the pt was experiencing "severe difficulties in swallowing and dribbling having a knock on effect on eating - leading to severe weight loss." The manufacturer's programming history database was reviewed, which indicated that the pt's last known diagnostics were within normal limits. Good faith attempts have been unsuccessful to date.